Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. An internal and external visual inspections were performed and no problems were revealed. There was no evidence of fluid moisture found within the device. The device passed electrical and functional testing. The pneumatic system was analyzed and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Analysis of the device found no failure or malfunction that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. It was reported pd therapy was ongoing until the time of death; however, the patient was not connected to the hc device at the time of death. The cause of death was reported to be acute myocardial infarction due to natural causes. The myocardial infarction occurred at home. An autopsy was not performed. Additional information is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.